Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the tip od was within specification. The bi-component bond region was visually and microscopically examined and no issues were noted with its profile that could have contributed to the complaint incident. No issues were noted with the crimped stent and tip. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. A break was present in the midshaft extrusion 2mm proximal to the port bond. The od of the area proximal to the break was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The totally occluded, 20mm x 3.0mm target lesion contained >90 degree bend and was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00x20mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed a shaft break.